Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2006, 439888, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pacemaker mediated tachycardia (pmt), and the right atrial (ra) lead exhibited intermittent sensing and a loss of capture. The device and lead were reprogrammed, and remain in use. No patient complications have been reported as a result of this event.